Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited high capture threshold measurements. The physician elected to surgically reposition the rv lead to resolve the event and the patient was stable with no additional adverse consequences. This rv lead remains implanted and in-service.